Event description:
During an implant procedure, there was high pacing impedance observed on the right ventricular (rv) lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.